Manufacturer narrative:
Complaint no: (B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. It was unknown if the patient was hospitalized for the event. The patient was treated with cefazolin intraperitoneally (rate and dose unknown) and was reported to have recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k09046 and h13l29018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.